Event description:
Purchased covid test kits online on (B)(6) 2022. FDA issued recall 1/10/2022. Received today (B)(6) 2022. Test kits are flow flex sars cov-2 antigen rapid tests in the blue box meeting the recall outlined. I have 20 test kits that arrived today. The seller had them and the order was placed and completed prior to the recall. FDA safety report ID# (B)(4).